Event description:
If you keep swallowing [accidental device ingestion]. Lot of stomach pain all day long, my stomach hurts a lot, the stomach pain continues [stomach pain]. With the urge to vomit, I want to vomit, it disgusts me, I want to vomit, [nausea] I can't eat [unable to eat]. I vomited last night, today in the morning, I vomit [vomiting]. Drool in the mouth [drooling]. Whole mouth pasty, it made me like slime, [oral mucosal disorder]. My liver hurts a lot [hepatic pain]. My mouth is bitter, feeling a bitter taste [taste bitter]. It hurt me very badly. The pain continues [pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 47-year-old female patient who received double salt dental adhesive cream (ultra corega cream without flavour) cream (batch number unk, expiry date unknown) for denture failure. Co-suspect products included double salt dental adhesive cream (ultra corega max seal) cream (batch number unk, expiry date unknown) for denture failure. In (B)(6) 2022, the patient started ultra corega cream without flavour. On (B)(6) 2023, the patient started ultra corega max seal. In (B)(6) 2023, an unknown time after starting ultra corega cream without flavour and ultra corega max seal, the patient experienced stomach pain, nausea, unable to eat, drooling, oral mucosal disorder and hepatic pain. On (B)(6) 2023, the patient experienced taste bitter and pain. On (B)(6) 2023, the patient experienced vomiting. In 2023, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced device used for unapproved schedule. The action taken with ultra corega cream without flavour was unknown. The action taken with ultra corega max seal was unknown. On an unknown date, the outcome of the accidental device ingestion, nausea, unable to eat, vomiting, drooling, oral mucosal disorder, hepatic pain, taste bitter and device used for unapproved schedule were unknown and the outcome of the stomach pain and pain were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, stomach pain, nausea, unable to eat, vomiting, drooling, hepatic pain and taste bitter to be related to ultra corega cream without flavour and ultra corega max seal. The reporter considered the oral mucosal disorder and pain to be related to ultra corega cream without flavour and ultra corega max seal. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was reported by a consumer via call center representative (phone) on (B)(6) 2023. Consumer stated that, "well, my name is (redacted). I'm 47 years old, I've been using 40 g regular corega without flavor for 3 months, and I had to go to the doctor because the glue didn't work for me, and I wanted to consult to see what I can do, what's with this glue, they sent me to do some studies, I have a lot of stomach pain all day long with the urge to vomit, I can't eat, I vomited last night, today in the morning I can't use it directly, I'm all day with a pasty mouth, it makes me like a drool in the mouth because of the glue issue. And tomorrow I'm going to go to the doctor's office to see what comes out because the truth is that it hurt me very badly. For 3 months I have been using the common corega without taste of 40 g, and after a month I began to feel bad, but I did not know it was the product, I kept buying it because I really needed it because I work and stuff, then since I did not it turned out like this, I felt very bad with my whole mouth pasty, it made me like slime, my mouth is bitter and I want to vomit, I decided to change it, and for a month I have been using the max sealed 70 grams that I have here at hand and it seems that it is worse; but I can't use it, it disgusts me, I want to vomit, my liver hurts a lot. And now I went to the office to find out what I get if it is the product. I'm going to file a complaint because I don't drink alcohol, I don't take any medication, but it's eating food and feeling a bitter taste, drool in my mouth and the doctor told me "if you keep swallowing that you're going to have to cut it off" that's why I'm going to the hospital tomorrow to see what they tell me, but I know what the product is. Food that I eat at night I vomit and after a while my stomach hurts a lot, I change it 4 times a day so as not to feel bad, but I use very little and yet the result is still the same I started using it in the middle of december and symptoms in mid-january. I stopped using it 2 days ago, but the stomach pain continues, the same taste of glue comes out of my stomach."

Manufacturer narrative:
Argus case ID: (B)(4).